Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with a guide wire stuck in the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was stuck inside the left ventricular (lv) lead. The lv lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.